Event description:
A complaint was received from a customer that reported that the meter display is not showing all the numbers. While on the phone review of the system was attempted. However, meter would not go into the self-check mode. The display was missing a significant portion of the "hundreds unit". A request was made to return the system for evaluation and in the meantime, a replacement unit will be provided.